Manufacturer narrative:
The potential slippage in the hfd was traced to the torque screw (pn 111236-600; sn (B)(4)) by the customer service engineer. He observed that, after compression, the torque screw would not return to its fully uncompressed state on its own. The torque screw was returned to the manufacturer for further evaluation and inspection. Manufacturing engineering confirmed that the screw was showing the symptoms that the cs engineer described. Although the internal mechanism was slightly bound up, when the torque screw was tested at 20-40-60-80 lbf. Of torque, it passed testing. Based on the symptoms shown, it appears that the user did not completely clean the device and bio-contamination seeped into the internal mechanism of the screw and prevented the torque screw from functioning properly.

Event description:
The customer stated that during daily prep, the head fixation device was slipping. There was no patient involved.